Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap revision of a sleeve to a gastric bypass with lysis of adhesions, an er420 was used to clip some tissue when the clips scissored. Surgeon removed the malformed clips and used another device to finish the case. There were no patient consequences reported.